Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had reported a sensor error message. Due to delivery delay, customer reported experiencing dizziness, weakness, and sweating, and was treated with food by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.